Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-13175. It was reported the pt experienced pocket heating while charging her ipg. The pt stated when the site would get red, very warm and uncomfortable, she stopped charging. The pt was shipped a new le charger on (B)(6) 2013.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.